Event description:
The hcp reported that in 2007, the pt had magnetic resonance imaging (MRI) which revealed a catheter tip tumor. No pt symptoms were reported. The hcp planned to remove the pump and catheter. The pt's pump was used to deliver morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.